Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot emit x-rays. Upon troubleshooting, fse reviewed the log and found a [current out of range] error, a high voltage transformer(hivo) problem. To resolve the issue, fse replaced the high voltage transformer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.